Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that despite initially feeling better after being implanted with a biventricular device, the patient slowly felt worse. It was further reported that during a routine device check, that the left ventricular (lv) lead was not capturing. Chest x-ray revealed that the lead configuration had changed from post implant. The lead was removed and replaced. No further patient complications have been reported due to this event.